Event description:
It was reported by service report that the cot would not lock into the ambulance because the retaining post assembly was broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.